Event description:
On (B)(6) 2007, tlc 75 stapler used to divide segment of small bowel and then to create a stapled anastomosis in a side-to-side fashion. Pt returned to surgery on (B)(6) 2007, secondary to increasing abdominal pain and distension with free air visible on upright cxr, suggestive of anastomotic leak. Anastomosis at staple line found to be disrupted and the staples appeared to have come apart or to not have completely closed at time of original anastomotic stapling. New stapled anastomosis created with tlc 75 stapler with care taken to ensure stapler fired properly.

Manufacturer narrative:
(B)(4). Device was not returned for eval.